Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had just started using the ilet experienced recurrent low glucose readings overnight and into the morning, treated with snacks, with a subsequent fingerstick of 151 mg/dl that the user perceived as low and a cgm value earlier of 174 mg/dl trending downward. Symptoms included dizziness, tinnitus, and nervousness consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no hospitalization or alarms. Investigation included customer care triage and education on target range and escalation to the clinical team for follow-up. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device alarms or malfunctions reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.